Event description:
Event description guidant received information that during the implant procedure, this lead became caught on the patient's tricuspid valve. The lead was surgically abandoned and a new lead was then successfully implanted.